Event description:
The distributor contacted animas on (B)(6) 2013 alleging a crack in case at the battery compartment. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged damaged case issue remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: examination of the device was unable to confirm the alleged battery compartment crack. No cracks were visible at battery compartment or any other location on the pump case. Investigation failed to confirm or duplicate the complaint.